Event description:
The customer reported the system did not display an image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found defective pins and corrected the problem. The system operates as intended.